Manufacturer narrative:
(B)(6). (B)(4). It is unknown whether our device contributed to the reported event, we are filing this MDR for notification purposes only. Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
Pre-op: spinal canal stenosis procedure: postpericardiotomy syndrome (pps) it was reported that on (B)(6) 2015 the patient underwent pps at l2-l4 for lcs. Intra-op, before the closure, a surgeon told that pieces of metal came out from the incision site and he also told that they were many. The surgery was completed after the removal of the pieces of metal that were visually confirmed. The pieces of metal have disposed by nurse by mistake. The surgical time was extended less than 15 min as a result of this event. It was reported that the surgeon found metal fragments in incision after placing spinal implants. The metal pieces were remained in the patient (levels unknown) and the surgeon removed as many pieces as he could, and he irrigated the part and closed the wound. The metal pieces couldn't be retrieved. Sales rep told that the size of metal pieces was 0.5mmx5mm, and they were silver and thread-like.there's no information from where the fragments came.no patient complications.